Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed, buried bumper syndrome is a known complication of a peg- j tube placement. Code of 4581 was chosen to capture the event of buried bumper syndrome. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2023 on an unknown date it was reported that after a permeabilization of the internal catheter, the peg did not mobilize. On (B)(6) 2023 the patient underwent an exploratory endoscopy and a buried bumper was confirmed. A needle sphincterotome was used to debride area to be able to release the saucer. No surgery was performed. The patient was discharged home.